Event description:
Went to see a doctor... Piece of tampon had disintegrated, tampon residue coming out regularly - vagina [foreign body in reproductive tract]. Rash - vagina [vulvovaginal rash]. Disintegrated inside me...rash - tampon [medical device site rash]. Tampon partially disintegrated inside me [device breakage]. Vaginal irritation [vulvovaginal discomfort]. Dryness of vagina [vulvovaginal dryness]. Case narrative: consumer reported via email that the tampon partially disintegrated inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Went to see a doctor... Piece of tampon had disintegrated, tampon residue coming out regularly - vagina [foreign body in reproductive tract]. Rash - vagina [vulvovaginal rash]. Disintegrated inside me...rash - tampon [medical device site rash]. Tampon partially disintegrated inside me [device breakage]. Vaginal irritation [vulvovaginal discomfort]. Dryness of vagina [vulvovaginal dryness]. Case narrative: consumer reported via email that the tampon partially disintegrated inside of her. No serious injury was reported.